Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 30-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were following bwi procedures. Visual analysis revealed reddish material and a cut in the surface of the pebax. Then the device was connected to the carto3 system, and the device was recognized; however, error 105 was displayed on the screen due to an open circuit on the tip area. No signal noise or current leakage errors were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint regarding the current leakage error and noise could not be replicated during the investigation. However, since a reddish material was found inside the pebax and this could be related to the noise issue reported by the customer, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The sensor issue found during analysis was not reported by the customer. The potential cause of the open circuit could not be determined. The instructions for use contain the following warning stated in the carto 3 system manual: electrocardiogram (ECG) noise is typically generated as the result of the improper connection of the body surface electrocardiogram (ECG) patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 18-apr-2024. The device evaluation was completed on 15-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were following bwi procedures. Visual analysis revealed reddish material and a cut in the surface of the pebax. Then the device was connected to the carto 3 system, and the device was recognized; however, error 105 was displayed on the screen due to an open circuit on the tip area. No signal noise or current leakage errors were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed since the reddish material was found inside the pebax and could be related to the noise issue reported by the customer. However, the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The sensor issue is not related to the event reported. However, the potential cause of the open circuit could not be determined. The instructions for use contain the following warning stated in the carto 3 system manual: electrocardiogram (ECG) noise is typically generated as the result of the improper connection of the body surface electrocardiogram (ECG) patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿noise¿ and ¿current leakage error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a cut in the surface of the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to biosense webster inc. Analysis finding of the ¿open circuit¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut in the surface of the pebax. Initially reported that noise appeared on ablation + ECG. Current leakage error when ablating. They did disconnection of ECG + ablation catheter. Reconnection of ECG was no noise. Reconnection of ablation was noise on ablation + ECG. Ablation cable was changed and nothing changed. Catheter was changed and the problem was resolved. There was a 5 minute delay. No patient consequence. Additional information was received on 25-mar-2024. The noise was observed on the intracardiac (ic) (only ablation catheter) +body surface (bs). The signal interference was observed on both the carto and recording system. When unplugging the ablation catheter, they had a normal ECG. During the signal interference, the affected catheter was inside the patient¿s body. Additional information was received on 08-apr-2024. The physician had intact ECG signal available to monitor the patient¿s heart rhythm. The anesthesia monitor was available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 15-may-2024 observed reddish material and a cut in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a cut in the surface of the pebax on 15-may-2024 and have assessed this returned condition as reportable.